Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 400+ mg/dl. Troubleshooting was performed. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040ma. The customer was using the pump within 48 hours at the time of the event and the auto mode feature was active at the time of the event. The insulin delivery is suspended due to sensor glucose v/s blood glucose differences. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040ma. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040ma- snsr updated summary it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported difference between sensor glucose and blood glucose values. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040ma. Troubleshooting was declined by the customer. Insulin delivery was not suspended. Blood glucose value was 183 mg/dl and sensor glucose value was 372 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. The insulin delivery is suspended due to sensor glucose v/s blood glucose differences. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040ma.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.